Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery off no power alarms noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There were no motor error alarms or excessive no delivery alarms noted. However, noisy motor noted during testing. The motor was tested outside the device and passed. Low reservoir alert functioned properly during testing. The device was found to function properly. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of motor issues with their insulin pump. The customer states receiving motor error, low reservoir, and no delivery alarms. The customer states they have had high blood glucose levels ranging in the 400mg/dl. The customer's blood glucose level at the time of incident was 499mg/dl. The customer states they have been treating high levels with the pump. Troubleshoot was conducted, and the device passed the testing. The device is being replaced and returned for analysis per customer's request.